Event description:
A cerebral nirs probe was placed on patient on at 0900 in the cerebral mid position, it was then replaced on the same day because the first device was falling off in the cerebral left position. The probe was then removed two days later at 2300 to replace with a new one. Skin breakdown was noted on patient's forehead where the probe had been. The current practice is to replace the probe and change the site every 3 days. It was done early due to no date on the probe that was in place. Patient has 3 separate wounds, one in the middle of the forehead and two smaller wounds above the patient's eyebrows. The injuries are of unknown etiology-burn vs pressure wound. The wounds are shallow and should heal with minor topical dressings intervention. Disposable probes have been discarded and unavailable. Recommended patient wounds to be treated with dermagel (elasto-gel), vaseline ointment or vaseline gauze. This user facility has had similar events with this equipment in the last year. The manufacturer has been notified of previous events as well.